Event description:
It was reported that the conversion kit was unable to hold the oxygenator safely. The oxygenator kept dropping out. No reported pt effect. Ref. #: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available.